Event description:
The lay reporter contacted lifescan (lfs) alleging that her mother's one touch ultra 2 meter was displaying erratic readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information from the customer care advocate (cca) who contacted the reporter back and obtained the following: the reporter mentioned that on an unspecified date and time, the patient tested on her son's meter and on the physician's meter and noticed a difference compared to the one touch ultra 2 meter. The reporter does not recall the results on any of the devices; however, claims the readings were done all on separate days. The reporter did mention that on an unspecified date and time (3 months ago) her mother had developed symptoms prior to testing of sweating and nearly faint. She immediately tested; however, does not recall the result on the one touch ultra 2 meter. The reporter does not know when the last blood glucose was reading the patient had obtained on their meter prior to symptoms. She had to contact her physician for assistance. The patient did not self-treat and went to see her physician where he increased her dosage of medication and treated her with 1 tablet of metformin. The patient felt better 2 hours later. While on the call with customer care advocate (cca) requested that the perform a back to back testing and the patient obtained a 12.7 and 15.3 mmol/l. The complaint fell within 20% . The test strips are in good condition and not expired. Products were replaced and requested back for investigation. The complaint is being reported since the reporter alleged that the patient had to seek medical attention due to the inaccurate readings the patient had obtained on her meter. The patient developed symptoms suggestive of a serious injury and had to receive oral medication due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.